Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface identified scratches on the distal side and also that the dovetail feature was compressed on the lateral side and flared out on the medial side. Dimensional analysis shows that measurements taken were with-in specification. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to the surgical technique. The dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned while being pushed in with the inserter. A follow-up letter was forwarded to the customer, relaying investigation results and proper surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: patient identifier- (B)(6). Patient's age - (B)(6). Patient's sex- male. Device returned - june 2, 2017. Device evaluated - no, but anticipated. Product has bee received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Cmp-(B)(4).

Event description:
It was reported during a knee replacement surgery it was found that the articular surface was unable to assemble with tibial tray. Another product with same item number was opened and implanted smoothly. There was a 15 minute delay. No adverse events have been reported as a result of the malfunction.